Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 appropriate term / code not available (e2402) is used to capture unspecified infection (e1906).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery: revision of left shoulder delta xtend. Reason for revision - infection. The 42mm screw was very difficult to remove and delayed the operation by approximately one hour. Initially unlocked screw with locking screwdriver internal rod and then used locking screwdriver (without internal rod) to unscrew it. However one of the ¿prongs¿ from the top of the screw sheared off so the locking screw driver would not grip/engage properly to unscrew it. The surgeon had to drill through the screw centrally and use the trusts screw removal instruments to remove the screw and it came out in 3 or 4 parts. All implants were retained by the hospital. No adverse consequences during surgery. Primary surgery conducted on - (B)(6) 2021.